Event description:
A (B)(6) old male pt contacted zoll customer support for an unrelated complaint. Servicing of monitor sn (B)(4) revealed a reportable event. The monitor would not power on.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon investigation, the monitor generated service code 205 (data corrupt) and then failed to power up. The cause for the service code and failure to power up cannot be positively determined. The flash memory was reprogrammed and the device powered up normally. No adverse event resulted from the corrupt memory. The pt received a replacement monitor.